Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Implanted date - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent an initial left hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2016 due to poly wear. The liner and head were removed and replaced without complications. During the revision, it was noted that the stem and cup were well-fixed.